Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating motor error alarm and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated with manual injections. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer also reported low battery and off no power alert. The customer declined to troubleshoot for high readings.